Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum while the customer was in the hospital for an unrelated event. Customer's blood glucose was 330 mg/dl. Hospital staff advised against changing the cartridge and administered insulin intravenously for diabetes management.